Event description:
The customer reported leakage from the top of the reservoir where it is connected to the infusion set. It was stated that the problem has occurred three times. No troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.